Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a device. Photographic inspection noted a broken needle tip like structure and a foil pouch covered in tape. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lipectomia procedure, the device needle broke and fell into the patient cavity. The device needle able to be retrieved manually by the surgeon. The surgeon then used another device in order to complete the case. The surgical time was extended for more than 30 minutes due to the device problem. There was no patient injury.